Event description:
It was reported when using the bd vacutainer® push button blood collection set were found to be deformed. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: the capsule packages were found deformed. There is uncertainty about safety in terms of sterilization and its application.

Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 21-sep-2023 h.6. Investigation summary: bd received 6 samples and 1 photo for investigation. The photo and samples were reviewed and the customer¿s indicated failure mode for deformed packaging was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of deformed packaging was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed packaging. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® push button blood collection set were found to be deformed. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: the capsule packages were found deformed. There is uncertainty about safety in terms of sterilization and its application.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.